Manufacturer narrative:
This report is filed october 29, 2015.

Event description:
Per the clinic, the patient experienced pain. Subsequently the device was explanted on (B)(6), 2015.the device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4): the device is currently unavailable.